Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation, weight was within specification, and creases(fold). Cloudiness color in the gel was observed after the autoclave cycle. There was observed a split in patch area, which is out of specification and characterized as a workmanship issue. Based on the device analysis the final assessment is a workmanship issue due to a split in patch area.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Further investigation results: review of DHR for the work order did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report was verified and there was no scrap related with reported event, all devices were in conformance during manufacturing process. In addition, DHR for shell runs did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Material test record part number patch, 40 mm: a total of (B)(4) units were certified to have been manufactured and inspected as per requirements. Sampling test inspection (50 units) was performed. As per the corresponding procedure, visual inspection and the different tests were performed, and the sample was noted within conformance during the testing. (B)(4) units were released. In addition, all parameters (temperature-time-pressure) during the assembly process met the specifications. There were no deviations or non-conformances associated with event of split in patch. In addition, no deviations associated with units manufactured on the work order where found.